Event description:
This complaint was initially reported by the patient directly to FDA on (B)(6) 2020 (mw5097418) and stated " I had fractora rf microneedling at my place of work. It resulted in scarring, fat loss and elasticity loss in my face. It also had a huge impact on me psychologically resulting in ptstd. FDA safety report ID# (B)(4). "

Manufacturer narrative:
Since no contact details are available, inmode could not perform investigation and further assess this event. Up to date we couldn't retrieve any information at all regarding this patient's report. Therefore this report is based exclusively on the patient's narrative. As part of a CAPA opened internaly in inmode that includes a retrospective review of patients' complaints reported in maude, this complaint was assessed as serious and hence is reported.